Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd received a used (contaminated) sample from the customer facility for investigation. Initial review of the sample indicates leakage was evident during usage; however, further investigation will need to be conducted at the manufacturing site. Additionally, retention samples were selected from bd inventory for leak testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Due to the sample being received at the time of this summary, further investigation/evaluation will be conducted by the manfacturing site. Based on the initial evaluation of the customer sample, the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, retention sample testing of the incident lot showed no signs of leakage upon completion. Based on the initial investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked and was not contained while using the bd vacutainer® luer-lok¿ access device. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a used (contaminated) sample from the customer facility for investigation. A visual evaluation of the sample indicated that leakage had occurred previously. The sample was decontaminated and subjected to leak testing where, upon completion, there were no signs of leakage observed as the device functioned as intended. Additionally, retention samples were selected from bd inventory for leak testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on the visual evaluation of the customer sample, the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, the sampler as well as retention samples were evaluated under leak test conditions and no issues were observed (i.e., no signs of leakage). Root cause description: based on the initial investigation, a root cause could not be determined.